Event description:
It was reported during a generator replacement the new generator was unable to be interrogated. After being warmed in a physician's hands, the generator was successfully able to be interrogated but displayed eos status and observed with error code 14 (pulse disable due to brown-out-reset condition). Tablet data was provided for review. Additional information was received that the physician was able to interrogate the generator while it was in the sterile packaging and that no issues were seen. It was also noted that a radio frequency ablation devices was used for the initial incision. The generator has not been received to date. No other relevant information has been received to date.